Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection observed that the top and bottom cases were in excellent condition. No visible contamination. During the power up process and calibration verification testing, the reported could not be duplicated. There was a steady state reading of the force sensor and all force readings were within the manufacturer tolerance. The root cause of the issue could not determined. Replaced left plunger case as a preventive measure. Performed power up, re-calibrated force sensor and the device passed all the functional testing.

Event description:
It was reported that the force sensor test failing. No patient injury was reported.